Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the blade would not advance. Another like device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4) - blade will not advance - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.